Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician successfully placed a pod coil and multiple ruby coils using a non-penumbra microcatheter. The physician then attempted to place another ruby coil, however, needed to retract it. While retracting, the ruby coil unintentionally detached within the patient. While the physician was attempting to snare the ruby coil, the embolization coil broke in half, leaving half of the coil in the patient¿s femoral vein. The physician later moved the coil to the internal vein using the snare, and successfully implanted additional ruby coils in this location. There was no report of an adverse effect to the patient.